Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. The blood loss is attributed to the operator not performing rinseback due to possible air in venous line and clotting of blood. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff have been notified. There are no subsequent similar problems reported. Medical considers this report closed. No additional info will be provided.

Event description:
During a routine hemodialysis treatment multiple venous air alarms occurred, which could not be resolved by operator. Treatment was discontinued and blood was not rinsed back due to the amount of time that had elapsed resulting in a 190cc blood loss. Epogen was re-started on (B)(6) 2011 at 25% of previous dose or 24,000 units/week. No other medical intervention required.